Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parents reported via phone call that sensor or introducer needle fractured while in the body. Customer's blood glucose value was 240 mg/dl at the time of the incident. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside sensor base with a hook at the tip of the needle. Also, found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in that condition due to customer returned opened or used.